Event description:
It was reported that there was system leakage while the ventilator was connected to a patient. The ventilator and patient circuit were replaced. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Investigation on site, has been performed by our field service engineer (fse). According to the fse, there had been a suspected system leakage while the ventilator was connected to a patient. The patient breathing circuit was discarded. The fse found no problem with the ventilator and several pre-use checks were completed without any issues. Evaluation of the device logs showed numerous alarms indicating clinical difficulties to ventilate the patient and, they also indicated a leakage in the breathing system. There were no technical errors logged for the ventilator, i.e. Indicating that the device functioned according to specifications. The alarms generated are expected considering the clinical situation. According to the fse and evaluation of the logs, the date of event is (B)(6) 2016, not (B)(6) 2016 which was initially reported. Our conclusion in the matter is, that the reported issue was due to the patient being clinically difficult to treat. There is no indication of a malfunction in the ventilator. The generation of alarms indicate that there was a leakage situation at the time, which was detected by the ventilator system.

Event description:
(B)(4).